Manufacturer narrative:
The complaint investigation included a search for similar complaints, in-house testing, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Review of trending reports did not identify any related trends for the architect prolactin assay. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. In house testing of panels which mimic patient samples was completed using retained kits of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Worldwide field data was also reviewed and indicated that the patient median result for the lot 07137ui00 is comparable with other lots in the field, therefore, no unusual reagent lot performance was identified. Additionally, labeling was reviewed and found to adequately address the complaint issue. Based on the investigation, no systemic issue or deficiency of the architect prolactin assay, lot number 07137ui00 was identified.

Manufacturer narrative:
Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated architect prolactin result. The customer uses a normal range of 108.8 to 557.1 miu/ml. Sample ID (B)(6) generated 1421.77 miu/ml on the architect and a negative/normal result on the beckman. No impact to patient management was reported.